Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer was performing a procedure on a left sfa, mid artery, fibrous lesion. They were using a 7 french terumo sheath with a 6mm spider 014 wire during the procedure. The turbo hawk was used for instant restenosis. The cutter head became detached from cable/drive shaft after two passes. The customer noticed the cutting head stayed lodged in the distal nose cone after the thumb advancer was retracted. The hawk catheter was removed safely and a laser atherectomy catheter was utilized. No patient injury. An investigation was performed on the turbohawk that was received for evaluation loose and nested in a series of pouches. No ancillary devices or cine images from the procedure were received. The cutter driver unit was not received. The turbohawk catheter was received with the thumb switch fully proximal and nothing was visible in the cutter window. The distal end of the drive shaft exhibited torsional fracture separation. The instructions for use, (IFU), list under contraindications: do not use for in-stent restenosis at the peripheral vascular site.